Event description:
The customer reported that the system experienced an uncommanded shutdown and failed to reboot. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.